Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on display window no moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin squirts out during manual prime. The customer's blood glucose reading was 144 mg/dl at the time of incident. Troubleshooting found that the pump cannot exit the preparing the prime loop. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.